Event description:
According to the reporter: the safety lever of the device might have been broken before use. When the device was fired, malformed stapling occurred. Converted to open surgery and re-anastomosis was done. It was reported that oozing/bleeding occurred, and was under 200cc, nothing fell into the patient cavity and the or time was extended more than 30 minutes.

Manufacturer narrative:
Date initial report sent: 10/2/2009.